Event description:
The complaint states that signal loss was reported. The patient's parent reported that the pediatric patient experienced signal loss. On (B)(6) 2024, the day of the event the patient was at school when the experienced the signal loss. When the patient arrived home, he experienced being dizzy, throwing up, and had symptoms of diabetic ketoacidosis. The patient was brought to the hospital by the parent and was transferred to the intensive care unit (ICU) of a different hospital. There was no information available regarding possible treatment, duration of stay at the ICU, and if the patient recovered. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a pairing failure occurred. The probable cause was transmitter ID was incorrectly entered into cgm/app. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.